Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic sst tubes with gold bd hemogard¿ closures had poor gel separation. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd vacutainer® plus plastic sst tubes with gold bd hemogard¿ closures had poor gel separation. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. The customer samples were tested and no issues relating to poor barrier separation were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A previously investigated complaint (pic) was used, (B)(4) (poor barrier separation) was appropriate for this instance. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and poor barrier separation was not observed. There were no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. After centrifugation, proper and complete gel barrier formation was noted in all incident (complaint) and control tubes evaluated. The customer supplied samples were tested. Review of the event description and samples confirmed (B)(4) (poor barrier separation) was appropriate. Root cause description: based on the investigation, a root cause could not be determined. Review of the event description and samples confirmed (B)(4) (poor barrier separation) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and poor barrier separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and poor barrier separation was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® plus plastic sst tubes with gold bd hemogard¿ closures had poor gel separation. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd vacutainer® plus plastic sst tubes with gold bd hemogard¿ closures had poor gel separation. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: the report that there is a CAPA associated with this lot was submitted in error. There is no CAPA. This investigation was concluded by referencing results from previously investigated complaints. In general, poor barrier separation complaints are not confirmed during investigation. Of the 181 complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.